Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that when the doctor was doing a synovectomy during an arthroscopic procedure on the knee, the tip of the unit broke. The unit broke while being used in soft tissue. It was further reported that the doctor opened a new unit and the procedure was completed successfully.